Event description:
It was reported that the patient was admitted on (B)(6) 2019. It is undetermined whether changes to patient condition or anticoagulation status contributed to event. At the time of the event patients international normalized ratio (inr) was therapeutic and her bp was 78. Patient received a head computer tomography scan and underwent status post left sided craniotomy. Patient remains intubated with seizure activity. No further information provided.

Event description:
The site communicated that the patient had a driveline infection post acute left intraparenchemal hemorrhage. The patient was discharged in (B)(6) 2019. No additional information was reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 7 months, 15 days. No further information was provided a supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient has been admitted to the ICU with an intraparenchymal hemorrhage. No further information was given.